Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified error message occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. The reported event of an unspecified error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.